Manufacturer narrative:
A boston scientific technical services consultant informed the caller that an MRI would be off label use for this system. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this caller was inquiring about this patient having a magnetic resonance imaging (MRI). Additionally, the patient had informed the caller that this device was included in an advisory and had never worked. No adverse patient effects were reported.